Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead failed to capture and exhibited a significant drop in pacing impedance. R-waves were noted to be diminished as well. X-ray verified that the lead was dislodged and the helix was found to be completely retracted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, low pacing impedance, r-wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in one piece. The reported events of failure to capture and low pacing impedance were not confirmed. The reported event of helix mechanism issue was confirmed. Final analysis found the helix was damaged due to procedural damage and was clogged with blood/tissue. The cause of the reported event of helix mechanism issue was due to the damaged helix and the helix clogged with blood/tissue. No other anomalies were found.